Event description:
A (B)(6) female pt called zoll customer support to report that her battery charger power wasn't powering up the pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation, the battery charger/modem was unable to power up. The cause for the failure was isolated to a cracked l602 inductor on the charger bedside board. The root cause for the damaged l602 inductor could not be positively identified. No adverse event resulted from the cracked l602 inductor. The patient received a replacement battery charger/modem.